Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 30 mmol/l at the time of incident and the current blood glucose level was 12.3 mmol/l. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not alleged pump was under delivering. It was unknown whether the customer was using automode. Customer stated insulin pump received insulin flow block alarm. Customer changed set, reservoir and insulin. The insulin pump will not returned for analysis.